Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been done.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, double vision and was unable to self-treat. Customer had contact with a health-care professional who administered insulin (dose/type unknown) and metformin (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, double vision and was unable to self-treat. Customer had contact with a health-care professional who administered insulin (dose/type unknown) and metformin (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event.